Manufacturer narrative:
.

Event description:
It was reported by the physician that upon removal of the epidural catheter, he could not confirm if the catheter was intact; he did not see markings at the tip of the catheter. As a result an x-ray was performed, but did not identify any foreign matter remained in the patient. There have been no patient complications reported.